Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received unspecified insulin pump error. The customer had high blood glucose level and it was 24.5 mmol/l. The customer was not able to clear the alarm and not able to complete insulin pump rewind due to error. The customer was not using insulin pump and customer did not have back up plan so, they will get more insulin pen. It was reported that the customer was advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will not be returned for analysis.